Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed that a kink was observed in the telescope assembly from femoral marker to the proximal end. Separation of the imaging window was observed at the lap joint. Impedance testing shows an electrical open at proximal wave form. Imaging core windup was found within the telescope section of the device. Image characterization testing was not performed due to the returned device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 28apr2016. It was reported that missing image occurred. During percutaneous coronary intervention (pci) procedure, an opticross imaging catheter was selected for use. During preparation, it was noted that no image appeared. The procedure was completed with another of the same opticross imaging catheter. No patient complications were reported and the patient's condition is good. However, device analysis revealed a separation of the imaging window at the lap joint.